Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient could not charge the ipg due to it being flipped in the ipg pocket (confirmed by x-ray). The patient had lost a significant amount of weight. Troubleshooting was attempted but could not provide resolution. As a result, the patient underwent surgical intervention to address the issue on (B)(6) 2016. The details of the surgery are not available at this time. The patient was programmed and is receiving effective stimulation.